Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: issue: bd insyte autoguard bc 20 ga IV catheter- - safety retraction not functioning correctly-gets stuck. Event date: 11/5/2024. Was there injury? No.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: the complaint that the safety mechanism was not functioning could not be confirmed from the ten 20g insyte autoguard units that were received in sealed packaging from lot #4222174. A functional test showed that the safety mechanism functioned and each needle fully retracted. The affected units were not provided for investigation. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A trend was identified for the reported failure and corrective actions have been implemented to investigate this type of incident and identity the root cause. Review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.